Event description:
A customer reported to beckman coulter, inc. (Bci) of some occurrences of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were not reported out of the laboratory. The customer did not report effect to patient or user attributed or connected to this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes with gel. The customer has an accutni patient sample repeat procedure in which all abnormal patient samples with initial result of > 0.04 ng/ml and no previous history are re-spun and retested. The instrument is currently performing within qc specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined.